Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shock twice for supraventricular tachycardia - svt due to reaching ventricular fibrillation rate cut off. The patient was asymptomatic to the event. No intervention was reported. The patient was in stable condition.